Event description:
In 2001, the pt was implanted with the gore excluder bifurcated endoprosthesis to treat an aortic aneurysm. On (B)(6) 2011, the device was explanted due to aneurysm sac growth due to endotension.

Manufacturer narrative:
The device was returned to gore for analysis. Add'l info regarding this event has been requested.